Event description:
It was reported by the affiliate during an unknown procedure the device did not staple. The case was completed with another device. There was no adverse pt consequence.

Manufacturer narrative:
Evaluation summary: one device was returned with the handle shrouds opened at the rear end, otherwise in good visual condition and loaded with a partially fired cartridge that was noted to have the lockout tab damaged. No functional test could be performed, as the device would not close. When disassembled, all firing trigger teeth were noted to be broken; however, none of the closing components were damaged. It was concluded that due to the open shrouds, the closing trigger teeth and the yoke misaligned not allowing the device to close. However, due to damage observed on the internal components of this device, it appears that an attempt was made to fire the device with a spent cartridge, or with a partially fired cartridge that had an activated lock out spring. The device is designed so that if an attempt is made to overpower the spent cartridge lockout, the firing trigger will be damaged rendering the device unusable. As the instructions for use state, "note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. If resistance is felt, stop and replace the cartridge. Firing through the lockout mechanism will break the device. Caution: the firing stroke must be completed. Do not partially fire the device." The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to detemine if further investigation is warranted.